Event description:
The home pt (hp) reported feeling shortness of breath and fullness, as if they were overfilled, while using the homechoice pro cycler for apd therapy. The hp placed the cycler into a manual drain and removed 3199mls, 599mls more than the programmed fill volume. The hp continued apd therapy of completion and there was no sustaining pt injury or medical intervention. Hp relates that they sometimes feels full during apd therapy during their manual day exchange of 2500mls when they is using 2.5% dextrose and has a higher volume of ultrafiltrate to be removed from their body. Hp relates that fill volumes combined with ultrafiltrate may result in drain volumes up to 3500mls and their feelings of fullness and shortness of breath.